Event description:
The customer's wife reported inaccurately high blood glucose readings and an out of range normal control solution test result with test strips, lot 1k520a. The customer opened the test strips within the last week and performed a few blood glucose tests. The readings were consistently 25-35 mg/dl higher than his "usual" readings with test strips (no specific results available). He performed a normal control solution test and the result was 170 mg/dl versus a normal control solution range of 112/168 mg/dl. The normal control solution has been open for approx one month and the customer shook it well before testing. The code was set correctly for all tests. The desiccant is in the bottle of test strips. The customer is unable to locate the check strip to test teh meter for accurracy.